Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not able to communicate with another external device. They last successfully recharged their implantable neurostimulator (ins) early last week prior to the report. The patient stated that they were recently in the hospital due to a shortness of breath. They noted that they were checking their heart to see if it was okay, and inserted a catheter through their femoral artery. At the time of the report, the patient mentioned they were sore, slow moving, and that it hurt to bend over and talk on the phone. The patient stated that the implant was not covering their back pain, and their healthcare provider told them to try changing the settings to increase coverage. They noted that they got injections. The patient was redirected to their healthcare provider. The patient was implanted for non-malignant pain.